Event description:
Spontaneous call from pt. Pt is having pump malfunction sn (B)(4) the first time, the pump is alarming that there's blockage however, there's no medication left in the pump. The second time the pump has ran out of medication but the pump is indicating that there's still medication in there. Advised that author will courier new pump. No dates provided for the pump malfunction. Pt has back up pump available. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.